Event description:
Patient has atrial fibrilation and has been cardioverted approximately 11 times, each time a different episode but shocked multiple times each episode. Pt. Has developed raised itchy area arount the perimeter of the defibrillator pad. Questio if this is a burn or allergic reaction to gel or pad.